Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. The procedure was discontinued, the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, during a follow-up echocardiogram (tte) it was identified that the implanted clip had a single leaflet detachment (slda) and the clip was no longer attached to the posterior leaflet. It was determined that an additional clip would be required. The patient was transitioned into a secondary mitraclip procedure. A mitraclip was implanted successfully to stabilize the slda clip. The final mr was reduced to grade 1. There were no adverse patient sequela or clinically significant delays reported.